Event description:
It was reported that liquid was found in the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: one nurse had the impression of seeing a scratch in the body of the syringe and on closer examination the presence of a liquid in the syringe; liquid that came out of the syringe after pushing on the plunger.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition have been provided for evaluation. A device history review was performed for reported lot 2202042, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2202042 were used for additional evaluation. The products were visually inspected, no lubricant or other liquid was observed inside any of the syringes.

Event description:
It was reported that liquid was found in the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from french to english: one nurse had the impression of seeing a scratch in the body of the syringe and on closer examination the presence of a liquid in the syringe; liquid that came out of the syringe after pushing on the plunger.